Event description:
Catheter breakage. Two (2) days post shoulder arthroscopy and reconstruction surgery, the catheter broke while being removed. An approximate one inch segment remained in the pt. The reported surgery to remove the segment is scheduled for 2007. The pt was reported as doing fine.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for eval. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. In addition, a lot number from the pump involved in this incident was unknown; therefore a historical review of the specific lot involved was not possible. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter ( or portion thereof) is left in the body for longer than this period of time. In add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.